Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The customer drank soda and bg level increased to 53 mg/dl. Reportedly, the customer discussed bg level with their healthcare provider (hcp) and hcp requested basal setting changes. Tandem's technical support was able to guide the customer through hcp's recommendation to change the basal setting.